Manufacturer narrative:
The returned device was evaluated, during eval of the device, the unit would not power on with dc. Connected to dc and unit powered on and engaged in monitoring activities. Before shutdown an audible alarm and visual low battery alarm occurred. Confirmed charging circuit was correctly operating and charging battery as designed. Issue is isolated to the battery. No pt incident was reported. A service history record review reveals that this unit was in the filed for eleven (11) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit will not hold a charge. The customer states that the ac power led does not illuminate when ac power is applied. The customer is unsure of whether there was an alarm prior to the event. A pt was being monitored at the time of failure. Unit will not engage in monitoring. No pt incident was reported.